Event description:
It was reported that the patient developed supersonic transporter (sst) deformity due to their implanted inflatable penile prosthesis (ipp) beginning approximately one week post-implant. The physician stated the sst was the result of device sizing and small glans. A surgical procedure was performed wherein all components of the ipp were removed and a new system with better fit was implanted. There were no complications due to revision and the explanted components are not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.